Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 54.7 cm to 55.0 cm from the distal tip. The lead abrasion is consistent with that produced by friction with the device can.